Manufacturer narrative:
Visual analysis of the returned device identified deformation, wear abrasion, and fold creases. Cloudy and voids after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is no openings were observed on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.